Event description:
On 05/06/1997, the account reported an erratic result for bhcg, which was run on the axsym analyzer. An initial result of 44 miu/ml was reported and when later retested gave 0.0 mlu/ml. Patient intervention did not take place based on the first reported result. No report of injury. According to the account the instrument had not sensed solution 3 was empty and gave falsely high results. A field service representative visited the account and could not reproduce the problem. He was able to demonstrate that all sensing systems were working and picked up low solutions each time tested.

Manufacturer narrative:
Investigation summary: the event rep. Is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by co into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, co has emphasized to co's customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.